Event description:
Information was received from multiple sources (manufacturer representative and healthcare provider) regarding a patient who was receiving unknown morphine drug (0.5 mg/ml at 0.08 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient developed a large pressure ulcer over the pump on their left back. A suspected cause was extensive sitting and pressure on the pump site. Of note, the patient's hcp had been monitoring a separate pressure ulcer and noted that this new one formed at the last visit. It was not present a month ago. The healthcare provider (hcp) incised above the original incision for the pocket to remove the pump. No signs of infection were noted in the pump pocket. The sideport was easily aspirated. Pump was removed and set on back table. A section of catheter was removed. A new pump pocket was created on left abdomen. A tumbler was used to bring existing catheter from original pump pocket over into the new one. A new catheter was cut and used to provide further length and connection to pump. Pump was put back in to body, and the sideport aspirated easily. Physician irrigated and sutured both pockets. Hcp then packed and dressed the existing decubitus ulcers. It was unknown if the issue had resolved. The hcp will monitor the patient for incision healing and progression of pressure ulcers that may put implant at risk.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.